Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported "nodule of fibroadenosis with mild ductal ectasia", "breast structure of the hyperechogenic type, small radial folds in the inner quadrants" diagnosed via ultrasound, and ¿retraction of the nipples during the removal of mammary nodules, turbinate hypertrophy, inguinal cyst and scalp¿. This record is for the right side. The device has been explanted.